Manufacturer narrative:
(B)(4). Device evaluated: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2015-12-29, information was received from a healthcare provider (hcp) and company representative regarding a (B)(6), male patient who was receiving fentanyl 180mcg/ml at 100 mcg/day, clonidine 108mcg/ml at 60 mcg/day, bupivacaine 19.8mcg/ml at 11 mcg/day, dilaudid 0.9mcg/ml at 0.5 mcg/day, and sufenta 270mcg/ml at 150 mcg/day via an implantable pump for non-malignant pain and failed back syndrome. On (B)(6) 2015, the patient experienced nausea, vomiting, and severe headaches and presented to the emergency room (ER). It was reported that at initial interrogation, the logs showed a motor stall occurred on (B)(6) 2015 at 07:46am followed by a stopped pump period may exceed tube set on (B)(6) 2015 at 07:46am. The patient had not recently had a MRI. The pump was stalled for 2 days and the cause of the stall was unknown. The patient was given phenergan and msir (morphine sulfate) 15mg and the pump was replaced. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. (B)(4). In addition to the shaft wear and significant residue observed on the lower shaft of gear 2, inspection of the upper bridge revealed a piece of foreign material discovered between the upper bearings of gear 3 and the upper shaft of gear 2. Further chemical analysis determined the foreign material to be silicone rubber.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. In addition to the shaft wear and significant residue observed on the lower shaft of gear 2, inspection of the upper bridge revealed a piece of foreign material discovered between the upper bearings of gear 3 and the upper shaft of gear 2. Further chemical analysis determined the foreign material to be silicone rubber.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.